Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that keyboard failed to work. The field service engineer (fse) performed a reboot of the medstation, after which all keys were functioning properly again. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.